Event description:
Rv unipolar lead impedance warning on 28-feb-2020. Rv bipolar lead impedance warning on 01-aug-2020 95,753 short v-v intervals since 31-jul-2020 07:40:49. 24-may-2018 03:00:04 *rv unipolar lead impedance 190 ohms. 17-dec-2017 03:00:09 *rv unipolar lead impedance 190 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).